Event description:
Ous MDR - after an implantation time of about 11 months, oversensing was reported. The lead was explanted.

Manufacturer narrative:
Ous MDR - the analysis of the lead demonstrated a damaged insulation at a distance of some 25 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. These findings can be considered as the cause for the noise and inadequate shock delivery as mentioned in the complaint description. The analysis did not demonstrate any sign of a material or mfg problem. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. The analysis did not reveal any sign of a material or mfg problem.